Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously elevated troponin I (accutni) result above the acute myocardial infarction threshold for one patient and suppressed results with ind- flags for three patients. Repeat testing on three of these patients' samples produced erroneously elevated troponin I results and a suppressed result with an ind flag. The customer did not release the erroneous troponin I results, and there was no change to or impact on patient treatment. Ind. = indeterminate. The result is at the low end of the analyte concentration curve. The result cannot be distinguished from a system failure because the rlu (relative light units) reading or concentration is too low. The customer used the below reagent and calibrator for troponin assay: access accutni reagent pack, catalogue number a78803, lot number 226763.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse found that the aspirate probes were malfunctioning and concluded the erroneously elevated results, failing qc, failing calibrations, and failing system checks were due to a malfunction of the aspirate probes. A related event occurred on (B)(6) 2013, at the customer site is documented in MDR # 2122870-2013-00174.